Event description:
During a coronary treatment procedure, the physician noticed that the iq marker guidewire coating was scraped off during insertion into the intoducer sheath. It is noted that an introducer needle was used.